Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing caused by the cardiac resynchronization therapy defibrillator (crt-d) detecting intermittent t-waves due to t-wave variations and under-sensing of the right atrial (ra) lead. It was noted that the right ventricular (rv) lead had t-wave oversensing (twos) revealed multiple times on the stored arrhythmia episodes. Reprogramming was done, and the device, ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.